Event description:
The user facility reported to terumo cardiovascular that during vein harvesting the unit had zero energy cautery. It is unknown whether there was a delay in the procedure, whether the product was changed out, whether the surgery was completed successfully or whether there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. No other information was received from the account.

Manufacturer narrative:
The sample was not returned so a direct investigation could not be performed. Past product complaints were reviewed for similar issues. A retention sample was inspected and tested where it was found to be fully intact and electrically sound. During the manufacturing process, the v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. (B)(4).